Manufacturer narrative:
The investigation of low pump flow has been completed. The pump was not returned for investigation. The data log shows several suction alarms and low pump flow events during the 8 hours post-implant. There were also some placement signal trends observed during the suction and low pump flow events. Flow was resolved later during the case run. The cause of the low pump flow issue was most likely patient condition related, based on data log review.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during support, the impella cp dropped from p-8 to p-6 in the intensive care unit due to brief suction and robust hemodynamics with preserved ejection fraction and administered intravenous bolus. The impella cp was successfully weaned and explanted.